Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2t9mq implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the device was removed on (B)(6) 2026 (both implant and lead removed) because the wires coiled up, misplaced, and they were sitting on top of the device. The patient stated that they moved and the physician they had up there used a different stimulator so they replaced the device with that. When asked for the event date, the patient stated that it was hard to say because they moved and had a liver transplant, but that they would say it probably hadn't been working for at least 6 months.